Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Aa getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "shutdown and blinking display" issue. The fse physically identified nothing unusual with the unit. The fse ran the unit without issue with trainer. Upon examining the logs, the fse observed codes 111, and 112 followed by code 101 occurring concurrently with ¿power-up self tests fails¿ code #13. Upon opening the unit, the fse identified saline on the front end module, with trails leading down to the executive management board. The fse determined that the saline got into the unit via the EKG external port. In addition, the fse later identified what appeared to be dried gel on the coiled cord connector on top of the pump console, and inside the coiled cord connector along with a broken fiber optic connector. The customer was provided with an estimate of total repair, and the fse subsequently returned to the site to replace the damaged parts and found that found that the batteries also failed the battery runtime test. To resolve all issues, the fse replaced the fiber optic connector, front panel assembly, patient connector label, front end board, executive processor board, coiled cable cord, backplane to coiled cord, trainer on-off label and two battery packs. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to the field character limit; the full name should read (B)(6). The full name of the event site is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly. The customer stated when the iabp was turned back on, the screen flickered on and off. The user was able to change the unit out for a known good unit to continue treatment without issue. No patient harm, serious injury or adverse event was reported.